Event description:
It was reported through remote transmission that high, out of range hv lead impedance for the rv to can and svc to can vectors was observed on a stored egm. Further testing was recommended. No further information is available at this time.

Manufacturer narrative:
(B)(4).